Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake/had a touch contamination. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the peritonitis event. On unreported date(s) during the hospitalization, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Six days after hospital discharge, the patient began treatment with vancomycin 200 milligrams intraperitoneally weekly on an outpatient basis (duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After three days of hospitalization, the patient was discharged. Twenty-one days after the initial hospitalization for peritonitis, the patient required re-admission to the hospital for the peritonitis. Two days after the second hospitalization began, the patient was discharged. Thirty-two days after the initial hospitalization began; the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.